Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of posture dependent noise. The noise was observed in the primary and alternate vectors. The patient has low amplitude signals in the primary and secondary vectors with a wide t-wave. The physician elected to reprogram to the alternative vector with a 2x gain. No adverse patient effects were reported. The device remains in service.

Event description:
New information received indicates additional inappropriate shock was delivered due to t-wave oversensing. Troubleshooting was performed and boston scientific technical services (ts) was consulted. Ts indicated that based on all the data provided there isn¿t an acceptable sensing vector with this patient due to low r-wave amplitude and high t-wave voltage. Possible treatment options include managing st elevation through medication or possibly replacing with a transvenous system. The physician would like to replace the device with a transvenous system however the patient refused.